Event description:
It was reported that, the fiber was connected and was inserted into to the patient, and when the console was activated the fiber failed to transmit energy. Inspection revealed that the fiber was damaged. The procedure was completed with another of same device. There were no patient complications. Analysis of the returned fiber identified that the fiber was broken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken into two pieces; the connector was separated from the fiber. The fiber tip appeared good. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. In this case the break could have occurred when screwing the connector onto the console port. The device instructions for use (IFU) were reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications.